Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered what appeared to be inappropriate anti-tachycardia pacing (atp) and shocks to the patient. All programmed therapy was delivered. The patient presented with atrial fibrillation (af) with rapid ventricular response (rvr) and was medicated, which controlled their heart rate. No adverse patient effects were reported. The device remains in service.